Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial qa inspection of the zimmer skin graft mesher by zimmer biomet on august 25, 2017, certified that comb part bent needs replacement. The comb was bent, the bottom roller, the gear and the bearing were worn. They proposed to replace the comb, the roller, the bearing and the gear. It was repaired, inspected and tested. Medicrea has repaired/evaluated zimmer skin graft mesher serial number (B)(4) one time. The current repair was on august 29, 2017, where it was reported that the cutter 1,5 s/n (B)(4) was wear and must be replaced before use by the customer and cutter 2 s/n (B)(4), cutter 3 s/n (B)(4), cutter 4 s/n (B)(4) were correct. The comb, the roller, the bearing and the gear were replaced. Calibration of the product and the sample were done. Medicrea has not previously repaired/evaluated zimmer skin graft mesher, serial number (B)(4) as documented in the repair reports in vdoc portal services. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the zimmer skin graft mesher parts needed replacement, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the parts needed replacement. The comb was bent.

Event description:
No further information was received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The report is being submitted to relay additional information, updated sections. On (B)(6) 2017, it was reported that the comb was bent and needed replaced. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the vdoc service portal. Product review of the skin graft mesher by medicrea on (B)(6) 2017 revealed that the comb was bent. The bottom roller, roller gear and bearing were worn. The 1.5:1 ratio cutter, serial number (B)(4) was noted to be worn and was advised to be replaced. The other 3 cutters were found to be in good condition. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2017 which included replacement of the comb, bottom roller, roller gear and bearing washer. Skin graft mesher, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.